Manufacturer narrative:
Based upon the investigation findings, type ii endoleak and possible type 1-a endoleak are confirmed based on clinical assessment review of records. Suboptimal medical documentation and imaging studies were available for this review. Product use was incongruent with the IFU due to: aortic bifurcation 15mm diameter; bilateral iliac diameters of less than 10mm. Cautionary product use conditions that might have contributed to this complaint included the cuff was the same size diameter as the main body stent. The reported right accessory renal artery that was feeding off of the aneurysmal sac might have contributed to this complaint. There was evidence to support: an unknown endoleak and a complication of a perforation of the right external iliac. There might have been evidence of a type ii endoleak from the right accessory renal artery, but a type I-a could not be ruled out. There was poor stent in stent apposition which might have been indicative of a type iii-a endoleak. There was no evidence of treatment. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed all units have been consumed and no other units from this lot were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation findings, a right accessory artery was the cause of the type ii endoleak. A root cause for the potential type I and iii-a endoleaks could not be determined. However, the clinical assessment indicated product use was incongruent with IFU and there was cautionary use conditions.

Event description:
It was reported that approximately 19 days post implant of a bifurcarted device and a suprarenal aortic extension, the patient was seen for a follow up on (B)(6) 2014, and a computed tomography scan revealed an endoleak. Reportedly, the physician felt the endoleak was demonstrated in the two week follow up cta. The rep reviewed the CT and was not sure if the endoleak was a type 1a since the contrast outside the graft was much less dense then the contract inside the graft. He felt it was an endoleak typeii or the contrast was left over from type 1a endoleak from the time of implant. The leak was in the upper bulge of graft and the graft was sealed both proximal and distal in the aorta. The scan was from 14 days post procedure. The physician reviewed with other physicians and felt it was a type 1a endoleak. However, agreed that it was a very slow one, and the patient did not need further intervention at the time. A scheduled follow up cta will be done for 6 months, as they feel it may go away.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.